Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. An atlantis sr pro2 coronary imaging catheter was inserted into the patient for ivus, but was unable to cross the lesion. A 20mm x 3.0mm maverick 2 monorail balloon catheter was advanced to the lesion for pre-dilatation. The balloon was inflated twice, up to 10 atmospheres for 20 seconds. During the second inflation attempt, the balloon ruptured 'due to calcification'. The balloon was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'.